Manufacturer narrative:
Case on case-(B)(4), svn#: (B)(4) - customer returned pump for an alleged pump/transmitter communication anomaly found on (B)(6) 2023. On case-(B)(4), svn#: (B)(4)- customer returned pump for an alleged battery cap cracked/damaged, blank display, loss of consciousness, visit to emergency room and was hospitalized or low bgs/flu found on (B)(6) 2023 . On case-(B)(4), svn#: (B)(4)- customer returned pump for an alleged pump/transmitter communication anomaly found on (B)(6) 2023 . On case-(B)(4), svn#: (B)(4) - customer returned pump for an alleged high bgs (customer was at doctors office) found on (B)(6) 2023 . On case-(B)(4), svn#: (B)(4) - customer returned pump for an alleged pump/transmitter communication anomaly found on (B)(6) 2023 . On case-(B)(4) , svn#: (B)(4) - customer returned pump for an alleged sensor anomaly and had requested assistance to contact ems for low bgs found on (B)(6) 2023 . On case-(B)(4) , svn#: (B)(4)- customer returned pump for an alleged low bgs found on (B)(6) 2023 . The pump powered up properly after battery installation. The pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a partially broken retainer. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring, a broken reservoir tube lip and a partially broken retainer. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of 23-sep-2023, 07-nov-2023, 15-aug-2023, 22-aug-2023, 13-jun-2023, 30-may-2023, 04-may-2023 and 15-apr-2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates of 23-sep-2023, 07-nov-2023, 15-aug-2023, 22-aug-2023, 13-jun-2023, 30-may-2023, 04-may-2023 and 15-apr-2023 in the formatted history file. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. There was no data available to verify power error 25 alarm, low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file on the event date of 15-aug-2023. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. However a loose metal contact on the battery cap was noted due to a broken three heat stake post. The pump was received without a battery installed. Unable to lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring, a broken reservoir tube lip and a partially broken retainer. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Blank display was not confirmed. Unable to verify customer alleged for high bgs/low bgs. Battery cap cracked/damaged was not confirmed, however, battery cap contact missing/damaged was confirmed. Customer alleged for sensor anomaly and pump/transmitter communication anomaly were not confirmed. Unable to complete the functional testing (perform the displacement test, occlusion test and dat) due to a missing reservoir tube o-ring, a broken reservoir tube lip and a partially broken retainer. Retainer ring damage (a missing reservoir tube o-ring, a broken reservoir tube lip and a partially broken retainer) was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 40 mg/dl at the time of the event. The customer visited to emergency room and was hospitalized and the customer experienced symptoms such as dizziness, fell, stomach pain. Troubleshooting was performed and found that the customer had been using the insulin pump system within 48 hours and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.